Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360 t2 implant fell off. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation & investigation findings). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Therefore, implant bridge strength must exceed 11.805 lbf (52.495n) required to break the implant while pulling on the suture loop using an mts insight 5 or equivalent. The root cause of the reported device could not be determined since a different device from the same batch was returned. A definitive root cause for the returned device could not be determined. Factors that could have contributed to the failure to cycle include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an unintended actuation of the device). Based on this investigation, the need for corrective action is not indicated.